Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. During the analysis it was verified that the display would become blank intermittently. The cause for the anomaly is associated with broken solder connections between the main pcb and the display ribbon cable connector. Once the connector was soldered onto the pcb no further anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that the physician's new handheld had a blank screen. The flashcard was reseated, hard resets were preform, the screen brightness was adjusted but the screen still remained blank. Good faith attempts for product return have been unsuccessful to date.